Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at 31 weeks gestation the vena cava filter was deployed for dvt. Post partum CT demonstrated an incidental finding of filter tilt with one limb extending into the renal vein. Approximately four months post deployment, an attempt to retrieve the filter was unsuccessful. Approximately five months post deployment, guided fluoroscopy demonstrated a filter limb was possibly detached. The filter and detached limb were successfully captured and retrieved with a snare. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number. Visual/microscopic inspection: the filter was returned with 6 legs and 5 arms present and intact. One arm was detached approximately 0.5mm from the apex. The detached arm was returned and measured approximately 31mm in length. The break appeared to be fairly even and the surface of the break appeared slightly rough under magnification. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records/image/photo review: as medical records, images and photos were not provided, a review could not be performed. Conclusion: the investigation is confirmed for detachment of device. As no images or cine runs were provided, filter tilt, limb perforation and difficult to remove cannot be confirmed. Per the reported event details, the filter was implanted into pregnant patient with dvt at 31 weeks. Therefore, it is possible activities during childbirth contributed to the reported event. Per the instructions for use (IFU), "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." In addition, there was not report of a detached limb prior to the first retrieval attempt. It is unknown whether procedural issues contributed to the limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt are known complications of vena cava filters. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Potential complications: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. (B)(4).